Manufacturer narrative:
Concomitant medical products: 5554-53 lead, implanted: (B)(6) 1999. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was oversensing of r waves on the left ventricular (lv) lead that is placed in the rv port. The lead sensitivity was adjusted and resolved the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.